Manufacturer narrative:
Correction to investigation conclusion: corrosion was observed on several internal components, resulting in low battery voltages and data loss. As a result, a root cause for the reported communication error could not be determined. A tear was observed in the internal portion of the soft cannula, resulting in a fluid leak. The internal cannula tear is confirmed as the root cause of the corrosion, data loss, and low batteries. It could not be conclusively determined if the internal cannula tear is in any way linked to the reported communication error.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of pod found damage to the cannula.

Manufacturer narrative:
A tear was observed in the internal portion of the soft cannula, resulting in a fluid leak. The internal cannula tear is confirmed as the root cause of the corrosion, data loss, and low batteries. It could not be conclusively determined if the internal cannula tear is in any way linked to the reported communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone17.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.